Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy with a patient on extracorporeal membrane oxygenation (ECMO), the console generated an unable to update timing message. It was noted that the message had been displayed since the patient arrived from the operating room (or). The customer was advised that this is common with ECMO due to the low pulsatility and low blood pressure (bp). The customer reported that the bp was in the low 100s and augmentation was in the 140s. A facetime call was made so the getinge representative could observe the waveform. The waveform was clean and crisp with clear landmarks. It was suggested to move to semi-auto to avoid the message. The customer was comfortable timing the console. There were no other messages, the customer had no further questions, and the call ended. Approximately 90 minutes later, the customer called back reporting that the pressures had dropped, the waveform became flatter, and the console had generated an unable to calibrate optical sensor message. The customer was advised to connect to the bp pressure and transducer. A waveform was present and they were able to zero and resume pumping with the alternate arterial line. The console remained in semi-auto with the inflate/ deflate markers centered due to the poor waveform from ECMO. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.